Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The country of origin is (B)(6).

Event description:
The initial reporter received questionable sodium results, for 1 patient, from cobas 6000 c (501) module . The initial result was 104 mmol/l and reported outside the laboratory. On (B)(6) 2020 the initial result was 109 mmol/l and reported outside the laboratory. On (B)(6) 2020 the initial result was 134 mmol/l. A repeat of sample 1 was then performed. On (B)(6) 2020 the repeat result on a different module was 140 mmol/l the electrode lot number and expiration date was asked for but not provided.